Event description:
The expiration date printed on the test strip vial label is 08/31/2006. The manufacturing investory system expiration date is 08/31/2003. The device was replaced and requested to be returned for evaluation.